Event description:
Information was received that only half of the parenteral nutrition was administered. No adverse effects reported.

Manufacturer narrative:
Other, other text: one cadd administration sets - flow stop was returned for analysis. The sample was set for accuracy testing using a cadd legacy to look for unusual function. No discrepancies were detected, test successfully passed. According tp the manufacturing procedure, production make sure the assembly bonding union complies with 0.250-0.375. Production takes a sample of 4 units at shift start up, the end of every shift, the beginning of every job; a new lot materials or components or equipment adjustment, in order to perform an accuracy test. Quality personnel takes a sample of fifteen units every two hours, prior to placing product in bag, in order to verify that: pump tube uv bond to housing, in order to verify that the pump tube arch height is within tolerance, tubes are not occluded, for tube to tube bonds: bond engagement to be within 0.250" and 0.375", tubes are not kinked or coiled too tightly. Tubes shall not have flat spots, or other damage occurrence. Production personnel performs 100 visual inspection in order to verify the that the tubing does not display any excessive solvent and wipes the excessive solvent from inside diameter of tube to prevent occlusions or hourglasses. Production personnel performs 100 visual inspection of the arc before proceeding with the adhesive placement for the pump tube to pressure plate. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample tested was successfully passed.